Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd and window damage. Pictures were taken. A receiver charge test was not performed due to lcd and window damage. A receiver boot test was performed and failed due to lcd and window damage. A receiver touch screen manual test was not performed due to lcd and window damage. The receiver log was not downloaded for review due to lcd and window damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.